Event description:
A report was received that the patient had a post-operative wound infection at the incision site where the ipg was located before it was explanted due to a non-device and non-procedure related issue. The incision site had opened and was draining. The physician believes the infection was procedure related. Antibiotic bactrim was given and the site was packed. Wound vacuum was also performed. The infection was resolved.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4)/489187 description: linear st lead, 50cm model #: sc-4316 serial/lot #: (B)(4) description: next generation anchor kit-sterile.